Event description:
Reported received of an over-delivery of chemotherapy. The pump was programmed to deliver chemotherapy on channel a at a rate of 46cc/hr to infuse over twenty-two hours. The customer reported that when the day shift nurse came in to asses the patient, nurse noticed that the infusion was complete in sixteen hours instead of the expected twenty-two hours. There was no reported adverse patient event. No medical interventions were required. Though requested, there was no further information available.